Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. There was no image observed. The scope passed the leak test. There was no evidence of fluid invasion in the scope connector and in the electrical connector. Ra found the shield wires broken and loose from the charge couple device flexible printed circuit (ccd-fpc) unit. The image was found flickering and returned to normal when the charge couple-device (ccd) cable was manipulated at the connection to the charge couple device flexible printed circuit (ccd-fpc) unit. The image was re-evaluated with no issues noted after the ccd-fpc unit was replaced. Additionally, the micro-connector for the ccd-fpc broke off from the electrical flexible printed circuit (el-fpc) unit. This phenomenon was attributed to part failure. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users experienced a complete loss of image in the middle of the procedure. The procedure was completed with a different colonoscope. There was no report of any pt harm.